Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿the outcomes following revision of monoblock metal on metal acetabular components for painful micromotion in the absence of adverse local tissue reaction to metal¿ by sujith konan, mbbs, md, frcs, et al, published by the journal of arthroplasty (2017), vol. 32, pp. 915-918, was reviewed. The purpose of this study is to evaluate the outcomes of a competitor cup after revision for micromotion of the cup in the absence of altr and/or pseudotumor. Implanted depuy products: 2 pinnacle cups, polyethylene liners, cocr femoral heads, and trilock stems were used in revision of the competitor prostheses. The remaining devices used were competitor products. Results: the results captured in this complaint are those attributed to the implanted depuy products. 1 dislocation treated with a closed reduction. Captured in this complaint: 1 polyethylene liner and 1 cocr head for dislocation. "